Event description:
It was reported that during the procedure when the subject stent was being deployed the device would only advance half out and kinked. The catheter and subject stent were removed and the stent replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent delivery wire (sdw) and the introducer sheath were returned. The subject stent was not returned. The stent delivery wire (sdw) was noted to be intact. Dried procedural fluids were present on the distal bumper. The introducer sheath distal tip was noted to be damaged. Unable to perform functional inspection as the subject stent was not returned. The as reported (ar) codes 'stent partial deployment' and 'stent deformed' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the subject stent was half-deployed, it became kinked. The physician then withdrew the entire system and attempted to retrieve the subject stent after pulling it out of the body. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu). There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis the stent delivery wire (sdw) was noted to be intact. Dried procedural fluids were present on the distal bumper. The subject stent was not returned. The distal tip of the introducer sheath was noted to be damaged. Based on the event description and the condition of the returned sub-components, it appears that the introducer sheath may have been initially set up correctly, as indicated in the follow-up gfe responses. The deformation/crush damage observed at the distal tip opening suggests that the sheath likely shifted distally prior to stent advancement. This type of movement can sometimes occur if the rhv vent cap is not fully tightened onto the introducer sheath, allowing the sheath to move during the procedure. Additionally, procedural/anatomical factors might have contributed to the observed damage. As the subject stent was not returned for analysis, a definitive conclusion cannot be reached. An assignable cause of procedural factors has been assigned to the as reported codes, 'stent partial deployment' and 'stent deformed and as analyzed code, 'stent introducer sheath distal tip damage' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure when the subject stent was being deployed the device would only advance half out and kinked. The catheter and subject stent were removed and the stent replaced. The procedure was completed successfully with no clinical consequences to the patient.